Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the deflectable videoscope displayed a connection error with no image. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Event description:
It was reported that the deflectable videoscope displayed a connection error with no image. The issue occurred before a therapeutic procedure and was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to g2: the field "company representative" was added alongside the selected fields. Correction to d11: the concomitant device otv-s300: video system center was included. Correction to b5: b5 was updated to include additional information obtained about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, it is likely that the reportable malfunction was caused by a broken image sensor unit. This damage may have resulted from an irregular load applied to the bending section, as multiple damage sites were observed on the bending section. However, a definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use (IFU): instructions for ltf-s190-10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.